Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient presented at the office for implant replacement at tooth site #8 which previously failed. At that time, the implant at tooth site #10 was evaluated. The implant at tooth site # 10 was removed duet to infection. The site was grafted with allograft. Implant at #8 replacement was not completed at this time. Symptoms as a result of the event: abscess.